Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals that led to false ventricular tachycardia (vt) episodes and pacing inhibition. The patient experienced asystole as a result. Ts recommended troubleshooting actions and reprogramming options. The lead remains in use. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).